Event description:
The customer reported return pressure alarms that occurred at the start of a double needle mode treatment. A blood leak was then noticed at the collect pressure dome, and the treatment was aborted. The patient was reported to be in stable condition. The customer reported that there was blood in the collect line, but no blood had reached the bowl yet. The customer stated that the operator who had installed the kit reported that the pressure domes were installed correctly. However, the operator had to pull on the tubing in order to load the collect pressure dome, as the tubing was too short. The customer stated that they had cleaned the blood spill thus no field service was desired at this time. The kit is being returned for evaluation.

Manufacturer narrative:
The kit and smartcard were returned for analysis. Based on the smart card data, the prime was completed and the return pressure alarms occurred. The kit was visually inspected. No dried blood was found on the outside of the pressure dome. The pressure dome's diaphragm was also still fully seated on the body of the pressure dome. The pressure dome was pressure tested under water and a steady stream of very small bubbles emerged from the joint between the tubing and the port. The leak was confirmed. The likely root cause is a manufacturing operator error. The manufacturing operators have been trained on the bond joint procedure. A corrective and preventive action was opened to provide additional investigation and to further improve the process. (B)(4).

Manufacturer narrative:
The device was used for treatment. The case is being reported as a possible malfunction. A batch record review of kit lot d303 was conducted. There were no nonconformances associated with this lot. The lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #17: return pressure, pressure dome membrane leak, and tubing-length. No trends were detected for these complaint categories. Corrective and preventive actions (CAPA) were initiated for complaint categories, alarm #17: return pressure and tubing-length. These capas are now closed. A CAPA was initiated for complaint category, pressure dome membrane leak. This assessment is based on information available at the time of the investigation. The kit has yet to be returned to the manufacturer. Once the kit is returned, an analysis of the kit will begin. A supplemental report will be filed when this analysis is complete. (B)(4). Manufacturer has yet to receive the kit.